Event description:
Information received indicates a leak was detected at the gas outlet port of the device during the case. The unit was changed out several minutes after the start of the case with no patient complication reported.

Manufacturer narrative:
F.10 - codes: patient code: #2199 - na. Device codes: #1354 - labeled, #1530 - labeled. H6 codes: evaluation method code #86 other = device history reviewed. Results code: #100 other = device history review found the product met specifications when released for distribution. Conclusion code: #68 other = cause of event has not been determined. No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of information not being provided by the reporter. Despite attempts to obtain such information from the reporter, medtronic is unable to complete form 3500a." H3 analysis: product evaluation does not confirm the reason for return; the unit appears to be mechanically functional. Visual inspection shows no obvious signs of physical damage or abnormalities seen on the device and no blood residue was noted. Results of mechanical testing revealed no moisture seen exiting the gas port of the device. Destructive analysis also found no indication of a leak from inside the envelope (membrane). Results of additional vacuum testing also showed no sign of a leak path from the inner envelope. Conclusion: no patient event. Device evaluated and alleged failure could not be duplicated - cause of event is unknown.